Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports the pods adhesive failed to adhere and the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s911usqs6dyf3 hardware: sm-s911u cgm sensor type: g7.